Event description:
The pt reported to the manufacturer implant of a rechargeable ins in 2006. Approximately seven weeks post-op, the pt began to experience an extensive rash a few days after each charging session; after four days duration the rash would resolve. The rash was described as nickel-sized ulcers that would appear "everywhere" on the body, including the tongue and lips, and then would burst four days after recharging the unit. It is unk what frequency of charging has been required; the rechargeable ins was placed in 2006 and the pt received antibiotics prior to product implant. Pt reported stimulation now felt in the "seminal area" in addition to the back and legs and that they are experiencing fluid around the surgical incision. The pt reported the physician had indicated an infection and that product explant would be considered if the infection didn't resolve. Additional information was requested from the physician. The physician reported the event is not related to an infection. The physician indicated the cause for the pt's condition is unk, but that "this is not an infection." The hcp reported the condition has resolved. The hcp also indicated the pt was treated with oral antibiotics and questioned whether the symptoms could be attributed to "some odd reaction to the charging?" The physician indicated no cultures were obtained. The hcp reported that perioperative antibiotics were administered and the pt does not have meningitis. It is unk if any other risk factors apply to the pt status prior to device placement. No report of device explant has been received.